Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3.0mm x 16mm, eccentric, de novo, target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the tip of the stent itself was found deformed. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.